Event description:
Related manufacturer reference number: 2017865-2022-17241. It was reported that the patient received inappropriate high voltage therapy. The device records revealed that far-field p-wave oversensing on the right ventricular (rv) lead resulted in the inappropriate therapy. Additionally, increased capture threshold which likely resulted in loss of capture and decreased sensing were observed on the rv lead. An x-ray was performed, the rv lead and right atrial (ra) lead were dislodged. The rv lead was replaced to resolve the event. The patient was stable.